Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.